Manufacturer narrative:
(B)(4). The customer reported potentially associated lot numbers of r15a2005, r14lo1016, and r15a14010. However, the lot number for this report will remain unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had backflow. According to the reporter, ¿the customer reported having an issue with the proximal port clave (the one nearest the IV spike).¿ the reporter also stated ¿that when an ivpb tubing or syringe with medication is connected to the clave port, the fluid does not inject into the distal tubing and backs up into the line and into the IV bag.¿ there was patient involvement, but there was no report of any injury or medical intervention. No additional information is available.